Manufacturer narrative:
Correction to g3 of the previous medwatch report, 9610595-2023-19975 (01). The aware date should be 27-jan-2024.

Event description:
The customer reported to olympus, the gastrointestinal videoacope had reduced angulation. The issue was found during general routine inspection. The device was returned for evaluation. During the device evaluation, it was found that the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the universal cord had discoloration, grip had a scratch, suction cylinder had a scratch and was shaved, water tightness was lost due to damage on channel tube, bending angle in down direction did not meet the standard value due to wear of angle wire, suction cover was shaved, grip had discoloration, switch box had discoloration, distal end had a dent, connecting tube had a scratch, water removal ability did not meet the standard value due to clogging of nozzle, adhesive on bending section cover was detached, and distal end had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Upon further review by the legal manufacture, it was determined that the reportable malfunction included in the initial medwatch report with MFR# 9610595 2023 19975 was erroneous (4048 - failure to clean adequately). Additional review revealed that the reported device problem is not a malfunction reportable product failure. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Corrections to medwatch fields: b1: product problem incorrectly selected. H1: malfunction incorrectly selected. H6 code 4048 - failure to clean adequately was incorrectly selected.